Manufacturer narrative:
It was reported that or towel lint was discovered on a cardiac guidewire during a percutaneous coronary intervention (pci) procedure. According to the facility contact, during the procedure, an unsuccessful attempt was made to pass the pci balloon over the cardiac guidewire. When the cardiac guidewire was removed from the patient, or towel lint was reportedly discovered on the wire. A new cardiac guidewire was obtained without further incident reported. It was reported that there was a delay in opening the artery and that the patient was "on table longer than needed." Information regarding the length of the delay and the overall length of the procedure was not provided. The facility contact denies any serious injury, medical intervention, or follow-up care related to the reported incident. No impact to the patient, the patient's stability, or the patient's plan of care was reported. Only the cardiac guidewire was returned to the manufacturer for evaluation. A small piece of or towel lint was found on a section of the cardiac guidewire. The original or towel sample involved in this incident was not returned to the manufacturer for evaluation. A root cause could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that or towel lint was discovered on a cardiac guidewire during a percutaneous coronary intervention (pci) procedure.